Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a keypad anomaly. Customer stated they were unable to fill the cannula and a battery out limit alarm occurred. The customer reported the buttons were not functional to clear the alarm. Customer's blood glucose was 350 mg/dl. Customer treated their blood glucose with a manual injection. The customer's current blood glucose was 81 mg/dl. The customer reported possible moisture exposure to the insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump received with no button response due to lcd keypad connector unlocked. The insulin pump was unable to verify battery out limit alarm due to unresponsive buttons. No moisture damage on electronics noted. The insulin pump received with cracked display window, cracked case at display window corners, cracked reservoir tube lip and cracked reservoir tube.